Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked irrigation fluid during the use. The sample was not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Should additional information be provided, a supplemental MDR will be submitted. Sample discarded.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, a bard/davol hydrosurg plus irrigator device was noted to be leaking irrigation fluid, brownish in color through the battery compartment. It was reported that the fluid leak was noted after spiking and priming the IV bag. The device was used for the entire case. There was no reported patient or user harm.